Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited high pacing impedance measurements. The ra lead was explanted and replaced. The patient was in stable condition.